Event description:
It was reported that the right atrial (ra) lead was explanted due to oversensing issues. According to the boston scientific (bsc) representative, the physician thinks the oversensing may have been due to the lead being subject to subclavian crush as the lead was tight in the subclavian crush area. The ra lead was replaced. No additional information was reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.